Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in outer tube distal end area is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the image was not displayed due to broken video cable. The most probable cause for damage in fiber bonding area at distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image. There were no reports of patient harm.